Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) 10 days ago: they had a hypoglycemia, they were unconscious [hypoglycaemic unconsciousness] the dial returns to 0 but the insulin does not come out [device failure] disrupts their glycemia: currently at 3.87 g indicating they were in hyperglycemia [hyperglycaemia] they do not systematically do a flow test before injections, only from time to time. [Wrong technique in device usage process] insulin was not being delivered during some injections. [Drug dose omission by device]. Case description: this serious spontaneous case from france was reported by a consumer as "10 days ago : they had a hypoglycemia, they were unconscious(hypoglycaemic unconsciousness)" beginning on (B)(6) 2026, "the dial returns to 0 but the insulin does not come out(device failure)" with an unspecified onset date, "disrupts their glycemia: currently at 3.87 g indicating they were in hyperglycemia(hyperglycaemia)" with an unspecified onset date, "they do not systematically do a flow test before injections, only from time to time.(wrong technique in device usage process)" with an unspecified onset date, "insulin was not being delivered during some injections. (Drug dose omission by device)" with an unspecified onset date, and concerned a 853 months old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "product used for unknown indication", , novorapid penfill (insulin as part 100 u/ml) solution for injection, 100 u/ml (dose, frequency & route used - unk) from unknown start date for "product used for unknown indication". Dosage regimens: novopen echo plus: novorapid penfill: current condition: algodystrophy historical condition: radius fracture procedure: radius fracture surgery. Treatment included - glucose on an unknown date, a patient experienced an issue with a novopen echo plus insulin pen stat-ing that the pen functions intermittently and that on some occasions the dose selector dial re-turns to zero but insulin is not delivered. As the needle is inserted into the skin during injection, the patient does not realise at the time that insulin is not coming out. On an unknown date, the patient reported that this issue had completely disrupted their glycae-mic control. At the time of contact, the patient's (glycaemia) blood glucose level was reported as 3.87 g/l. Three days prior to the call, the patient reported a very high blood glucose level de-scribed as "hi." During the conversation, the patient's glucose sensor alarmed, indicating increas-ing glucose levels and a return to hyperglycaemia. The patient reported that an insulin injection had been administered at a pharmacy prior to contacting the company. During this period of hyperglycaemia, the patient reported feeling unwell, including fatigue and a sensation of feeling "a bit drunk/groggy." Approximately ten days prior to the contact, the patient experienced a hypoglycaemic episode, during which they became unconscious. Emergency services were contacted, and glucose was administered, after which the patient regained consciousness. The patient was not hospitalised and remained at home following recovery. The patient stated that they were unaware that insulin was not being delivered during some injec-tions. The patient further reported that a flow test is not performed systematically before each injection and is carried out only occasionally. Batch numbers: novopen echo plus: unknown novorapid penfill: unk. Action taken to novopen echo plus was reported as unknown. Action taken to novorapid penfill was not reported. The outcome for the event "10 days ago: they had a hypoglycemia, they were unconscious (hypoglycaemic unconsciousness)" was unknown. The outcome for the event "the dial returns to 0 but the insulin does not come out (device failure)" was unknown. The outcome for the event "disrupts their glycemia: currently at 3.87 g indicating they were in hyperglycemia(hyperglycaemia)" was unknown. The outcome for the event "they do not systematically do a flow test before injections, only from time to time. (Wrong technique in device usage process)" was not reported. The outcome for the event "insulin was not being delivered during some injections. (Drug dose omission by device)" was not reported. Reporter's causality (novopen echo plus) - 10 days ago: they had a hypoglycemia, they were unconscious (hypoglycaemic unconsciousness) : unknown the dial returns to 0 but the insulin does not come out(device failure) : unknown disrupts their glycemia: currently at 3.87 g indicating they were in hyperglycemia(hyperglycaemia) : unknown they do not systematically do a flow test before injections, only from time to time.(wrong technique in device usage process): unknown insulin was not being delivered during some injections. (Drug dose omission by device): unknown. Company's causality (novopen echo plus) - 10 days ago: they had a hypoglycemia, they were unconscious (hypoglycaemic unconsciousness): possible the dial returns to 0 but the insulin does not come out (device failure): possible disrupts their glycemia: currently at 3.87 g indicating they were in hyperglycemia(hyperglycaemia): possible they do not systematically do a flow test before injections, only from time to time. (Wrong technique in device usage process): possible insulin was not being delivered during some injections. (Drug dose omission by device): possible reporter's causality (novorapid penfill) - 10 days ago: they had a hypoglycemia, they were unconscious (hypoglycaemic unconsciousness): unknown the dial returns to 0 but the insulin does not come out (device failure): unknown disrupts their glycemia: currently at 3.87 g indicating they were in hyperglycemia(hyperglycaemia): unknown they do not systematically do a flow test before injections, only from time to time.(wrong technique in device usage process): unknown insulin was not being delivered during some injections. (Drug dose omission by device): unknown. Company's causality (novorapid penfill) - 10 days ago : they had a hypoglycemia, they were unconscious(hypoglycaemic unconsciousness) : possible the dial returns to 0 but the insulin does not come out (device failure) : possible disrupts their glycemia: currently at 3.87 g indicating they were in hyperglycemia(hyperglycaemia): possible they do not systematically do a flow test before injections, only from time to time.(wrong technique in device usage process): possible insulin was not being delivered during some injections. (Drug dose omission by device) : possible. No further information available this report is for a foreign device that is assessed as "similar" to us marketed novopen echo.